Event description:
Reporter stated that the device generated a level-one control result of 5 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values < 10 mg/dl should display as "lo." Additionally, reporter stated that back-to-back blood glucose tests were performed, using the suspect device, with results of 333 mg/dl and 103 mg/dl. Reporter stated that no action was taken was based on these results. While on the line with technical support, reporter reviewed the device's memory and was unable to locate the value of 333 mg/dl. No pt injury was reported and no treatment was received. An additional level-one control test was performed, while on the line, and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.